Manufacturer narrative:
The event occurred in foreign country.

Event description:
Reporter stated that the patient obtained back-to-back results of 1.2 mmol/l and 8.7 mmol/l on the compact plus system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product, and replacement product was shipped.